Event description:
It was reported by service report that the fowler gas cylinder was broken off where it connects at the head end preventing the fowler from raising and lowering. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. Hospital evaluated the unit and placed an order for the part. The part will be replaced upon receipt.